Event description:
The customer returned the duodenovideoscope to the service center for separate issues. During the device analysis, the service center indicates that foreign objects on connecting tube, gap in adhesive area between server plug in (z block) and distal end were found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of gap in adhesive area between server plug in (z block) and distal end traced to expected or random component failure without any design or manufacturing issue. The most probable cause of foreign objects on connecting tube was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.